Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported wires snapped on the small grasping retractor instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument wires are snapped at the distal end was confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still remained in the clevis. Clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.